Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak around the catheter entry site into the spine. The patient experienced csf-related headaches, and had fluid collection at the spinal entry site. The physician removed that section of the catheter, and then did some deep suture bites to try to close off the leak. The physician then implanted a new distal section of catheter into a new puncture site. The patient outcome was not provided. The device system was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# n320211003, implanted: (B)(6) 2012, product type catheter; product ID (B)(4), lot# h817550910, implanted: (B)(4), 2012, product type catheter. (B)(4).